Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received device evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed testing due to a missing tubing identification label. Service evaluation verified the missing label. The label was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the tubing identification label was found missing. No additional information is available.